Event description:
The patient was reported to have been admitted due to increased seizures. Patient is being referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.